Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 61.0 cm, 70.0 cm, and 73.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was not returned for evaluation. Conclusions: evaluation of the returned smart coil confirmed pusher assembly kinks. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the resistance was unable to be determined. During functional testing, the smart coil could not be advanced through the hub of a demonstration microcatheter due to the kink on its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, three smart coils were implanted in the target location. While advancing the next smart coil into the hub of the microcatheter, the physician encountered resistance and subsequently, the pusher assembly became kinked. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.